Manufacturer narrative:
The hill-rom technician found that the latches were rusted preventing them from latching. He replaced latches on the siderails to resolve the issue.

Event description:
Information received indicated the siderails were not latching.